Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information reported: does the patient have any of the following? Patient reports history of metal allergy/sensitivity (allergy to metals). Pre-implant information: did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No implant information. Were there any intra-operative complications during implant? No. Reason for removal: what was the reason for removal of the linx device? Ongoing dysphagia ongoing gerd symptoms, moderate to severe gas bloat, diarrhea, and epigastric pain. Removal information: a fundoplication was performed at the time of explant the linx device was retained linx in good position. No hiatal hernia.

Event description:
It was reported that the implant doctor implanted the 15 bead, clamp device type linx device in the patient on (B)(6) 2017. The patient reported a history of metal allergy and sensitivity but is wasn¿t documented. The patient had a manometry, barium swallow, ph and egd prior to the implant. The results of the pre-implant tests showed ugi-small hiatal hernia and moderate refux. The patient had the following conditions, other than gerd: s/p roux-en-y gastric bypass converted from a lap sleeve gastrectomy for gerd, which was converted from a lap band for incomplete weight loss. There were no intra-operative complications during implant. There was hiatal/crural repair done at the same time as the implant. No mesh was used at the time of the implant. After the procedure, the patient developed moderate to severe gas bloat, diarrhea and epigastric issues. The patient was scheduled for an explant on (B)(6) 2018. The following was performed prior to the removal: egd (B)(6) 2018-dilated and kinked gastric pouch barium swallow (B)(6) 2018-linx over les, enlarged gastric pouch CT abd/pelvis (B)(6) 2018-linx around distal esophagus, no hiatal hernia, no abnormalities. Notable observations during explant: overly large gastric pouch (7-8 cm in length). Linx in good position. No hiatal hernia.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2018. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Lot number unknown. No DHR review performed.